Event description:
It was reported that there was an issue with the product nr880m - enduro meniscal component f2 10mm. According to the complaint description, the patient underwent revision due to postoperative inlay wear at two (2) years three (3) months. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision. No further data was provided nor available. The adverse event is filed under aesculap ag reference no. 100035016 (400641978). Involved components: nx042/ patella 3-pegs p2 - lot 52696445 (aesculap ag reference no. (B)(4)) nr293k/ femur extens.stem 6° d18x77mm cemented - lot 52702548 (aesculap ag reference no. (B)(4) nr194k/ tibia offset stem d12x92mm cemented - lot 52688645 (aesculap ag reference no. (B)(4)) nb015k/ enduro femoral component cemented f2l - lot 52688183 (aesculap ag reference no. (B)(4)) nb012k/ enduro tibial comp.offset cemented t2 - lot 52702689 (aesculap ag reference no. (B)(4)) nr400k/ nut f/femur extens.stem all sizes neutr. - lot 52695499 (aesculap ag reference no. (B)(4))

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us.

Manufacturer narrative:
Additional information: d9 - product return date, g4 - 510k, h3 - yes, evaluation, h6 - codes updated. Investigation results: the provided explants visually showed no obvious damages or deviations. There were only little visible and noticeable scratches on the gliding surface of the meniscal component, and rotation axis. Apart from the this, the axis was in an undamaged condition. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision. Conclusion/preventive measures: on the basis of the current information, a clear root cause conclusion cannot be drawn. There are no hints for a material of manufacturing related error. According to the surgeon, the reason for the revision was a hyperextension instability. The pe was changed from 10 mm to 16 mm. The reason for this instability is unknown up to now. Based upon the investigation results, a CAPA is not necessary.